Event description:
Customer complaint - limited data available consumer smelled something burning and checked the heating pad and noticed the cord had burned down to the copper wiring (B)(6)2023. Consumer is very upset that a recall notification letter was not sent via mail as this incident could have caused a fire and is requesting to be contacted immediately regarding this matter. Photo of adverse event in public folder.

Event description:
Customer complaint - limited data available. Customer noted that the heating pad's cord has burned down to the copper wire after a burning smell.